Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the bolus button was intermittently unresponsive. The reporter stated the bolus button had a hole and that it came out of place. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.